Event description:
Additional information indicated that a revision procedure was performed. The physician attempted to implant another left ventricular (lv) lead; however, he was unable to access the coronary sinus. The lv lead still had good measurements so the physician left the lv lead implanted.

Event description:
Additional information indicated that a revision procedure has not been scheduled at this time.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that, during a aortic valve replacement procedure, this right atrial (ra) lead became dislodged. It was noted that the right ventricular (rv) lead did not dislodge. The physician wanted to turn bradycardia off until the lead was fixed. Technical services (ts) indicated that the functions are independent of each other but there would be no bradycardia function. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.